Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient did not use it for ¿several months¿ as the device was not giving the patient any relief because the leads moved. The patient then stated they were not getting relief for ¿probably/at least six to eight months.¿ it was noted that on (B)(6) 2013 the healthcare professional (hcp) repositioned the lead because the patient was not getting any relief. The patient noted that the hcp was trying to get it to control both sides instead of just one side. The reason why the device was not working was because the leads had ¿come off the patient¿s spine.¿ as a result, the hcp ¿went in and re-did¿ the patient¿s leads. Additional information received reported that the cause of the event was loss of anchoring of the stimulation electrode. It was noted that the issue was due to a lead/extension dislodgement/migration. It was noted that there was a surgical revision for the lead. It was further noted that x-ray was conducted on (B)(4)2014 that showed loss of anchoring/lead migration. It was noted that there was a reposition and re-anchoring of the same lead. Signs and symptoms included a loss of stimulation and recurrence of pain. The patient did not require hospitalization as a result of the event. The patient outcome was recovered without sequelae. Additional information was requested but was not available at the date of this report.